Event description:
Received report from the distributor alleging the device would not pop off (dump excess pressure). They reported the unit would not pop off even when the pressure limit was completely turned counter clockwise (at the lowest setting). There was no pt involvement. Alleged malfunction was discovered during initial testing of the device.